Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable ne urostimulator (ins). It was reported that the physician wanted to program the ins on (B)(6) 2017 and got a message telling him there was no data available. On (B)(6) 2017, they managed to program the device but the implant date indicated (B)(6) 2017. Review of the data revealed the ins seemed to have lost its programming prior to follow-up on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The patient had experienced a loss of stimulation and pain return. It was reported the patient does not have a patient programmer (mcs) and did not use the targetmystim or return to clinician settings. However, the physician was not using the latest version of the application card. Technical services indicated that could be a reason. The other option was that the telemetry was not fully complete during the last interrogation which caused a memory corruption. It was confirmed that the issue was resolved since reprogramming. The cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.